Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, surgical intervention took place on (B)(6) 2019 wherein the patient had their system explanted.